Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected weak battery alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case reservoir tube and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's numbers kept changing. She took the battery out and the insulin pump alarmed weak battery. When she inserted a new battery the insulin pump alarmed button error. Customer's blood glucose level was 216 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.